Manufacturer narrative:
This report is being supplemented to provide additional information from customer and additional information based on the legal manufacturer's final investigation. The subject device underwent visual and functional inspection. The customer allegation was not confirmed. However the following defects were observed: cable flooding, flooding of image capture, cable pinhole, connector cracks and scope mount corrosion. A review of the repair history in the customer management system showed that there was no repair history for the current equipment within the past 12 months from the date of occurrence of the complaint in question. Since the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. The reported risk/harm is addressed in the instructions for use (IFU): "endoscope image erasure and freeze: warning: the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break." Olympus will continue to monitor the field performance of this device.

Event description:
Olympus further received information that the issue occurred during inspection before use for an unspecified procedure. The intended procedure was completed with a replacement device.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition autoclavable camera head had poor image quality. There were no reports of patient harm.